Manufacturer narrative:
Following return and completion of analysis, this event will be further updated.

Event description:
Boston scientific received information that this device exhibited a fault code indicative of a charge time, battery depletion; the unit was scheduled and later confirmed replaced. No resulting adverse patient effects. Engineering data was also reviewed, ahead of returned product testing, which confirmed no shock delivery since implant and no fault reporting on any associated leads. The explanted device is intended to be returned for analysis.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted a bulge, located on the frontside of the case, directly over the high voltage capacitors. Review of device memory indicated that a charge timeout alert (> 45 seconds) had been recorded. The device case was opened, and visual inspection noted that the high voltage (hv) capacitors were separating. The hv capacitor were analyzed, and it was concluded that one of the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the device¿s ability to provide shock therapy because the hv capacitors could not be fully charged; brady pacing, telemetry, and other device functionality remained available.

Event description:
Subsequently, the device was received for laboratory analysis.